Event description:
Hosp rep reported that the trackable blades were off by 1-2mm. No impact on pt outcome.

Manufacturer narrative:
Pt info was not available at the time of this report but has been requested. System eval not completed at the time of this report but has been requested.